Event description:
It was reported that this patient has had a previous inappropriate shock in the past. Recently, the patient received another inappropriate shock due to oversensing of noisy signals with fluttering waves. The system was reprogrammed to primary sensing vector. The patient has had recent untreated episodes due to t-wave oversensing. It was noted this was as a result of the patient's multiple morphologies. No changes were performed at this time and there are discussions regarding an ablation procedure to treat the patient's underlying condition. No adverse events.